Event description:
Since (B)(6) 2025, we have observed 18 occurrences of eitan sapphire pumps failing to alarm for air in the line exceeding the amount which should have been detected by default settings. In each case there is air in the line from the pump all the way to the point of patient access or within a couple of inches, but no alarm for the excessive air. We have reported the issue to eitan, and they have been unable to provide a definitive resolution for the problem. They instead recommended a setting modification to increase the sensitivity for smaller air bubbles. However, this does not explain why the alarm is not functioning on the current settings, nor does it provide confidence that revised settings will properly alarm. Although we have not had a patient experience an adverse event as a result of this, we wish to escalate this concern to ensure patient safety when relying on the pump settings to accurately alarm. Patient: 4582 device: 3023,4062,1014. Reference reports: mw5190332, mw5190333, mw5190334, mw5190335, mw5190336, mw5190337, mw5190338, mw5190339, mw5190340, mw5190341, mw5190342, mw5190344, mw5190345, mw5190346, mw5190347, mw5190348, mw5190349. This report captures sapphire infusion pump #12.